Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex was returned inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal, middle, and proximal were found fully opened with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right ophthalmic artery segment with a max diameter of 15.88mm and a 11.25mm neck diameter. The landing zone was 3.02mm distally and 4.15mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered and the pru level was normal. The angiographic result post procedure showed normal blood flow. It was reported that the surgeon used pipeline to treat a wide-necked aneurysm in the ophthalmic artery segment of a patient with a type 3 cavernous sinus. The surgeon first delivered the system to the terminal segment of the internal carotid artery and attempted to deploy and open ped. However, the system still could not open properly when more than half of the system was deployed. The surgeon retrieved the stent and raised it up to the brain again to attempt to open it. The tip of the stent opened, and it was continued to open it after the system was withdrawn to the internal carotid artery and landed at the expected position. However, it still could not open at the siphon bend. Through operations such as push and pull, tensioning and de-tensioning, and swinging the system, the stent still could not open. The surgeon retrieved the stent system again to the terminal segment of the internal carotid artery and released it in situ. After the tip of the stent was opened, the middle segment still could not open at the siphon bend. Through repeated operations and angiography, it was found that the stent was suspected to be kinked, so the system was removed. The pipeline was resheathed and removed from the patient with the microcatheter. It was noted that the pipeline middle section was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the procedure was completed using ordinary stent to assist spring coil for treatment.